Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 111 mg/dl, 140 mg/dl, 90 mg/dl, 203 mg/dl, 193 mg/dl, 144 mg/dl, 133 mg/dl and 96 mg/dl 2. 201 mg/dl and 102 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.